Event description:
It was reported that the implantable cardiac monitor exhibited unspecified oversensing. It was noted that the device sense amplifier appeared to be detecting p-waves instead of t-waves on several presenting egms. No intervention was performed. The physician elected to continue to monitor. There were no patient consequences.